Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that during patient use, the ventilator rebooted and displayed the error message: ¿unit restarted, check settings, check apps activated.¿ following the reboot, the ventilator resumed ventilating the patient. As a precaution, clinical staff transferred the patient to another ventilator and removed the affected device from service. There was no patient harm reported as a result of the event. The reporting hospital declined to provide patient demographic information. A review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 15 seconds. By design, audible and visual alarms are annunciated when the momentary system restart occurs.